Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025, the patient had low blood sugar of 60 mg/dl. They ate carbs to help, but still needed medical help. They went to the emergency room. The patient was using an insulin pump before this happened. They stayed in the hospital for less than a day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007528 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007528 was manufactured according to the work instruction (wi) version 72 manufactured in the line inset 8, on 10/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 13-may-2025 against malfunction code no malfunction based on complaint information, harm code asymptomatic elevated blood glucose no change to regular treatment regime and lot 6007528 and other 2 complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.